Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). It should be noted that this follow up is being submitted as a correction. The investigation results noted a thread like object was seen inside of the burrette. The reported defect was confirmed. Although the reported defect was confirmed, a thorough investigation was unable to be performed without the actual sample to evaluate. If a sample and/or any pertinent information, becomes available a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A sample jar containing the cut off end of a surgical glove was returned for evaluation. In addition, a photo was also provided. Visual inspection of the provided photo was unable to confirm the defect. The returned sample was unable to confirm any defects. The reported defect is not confirmed based on the review of the provided sample and the photo. Retain samples for catalog 363032, lot 0061650665 were visually and functionally tested per specifications and no defects were noted. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: that foreign matter was seen in the fluid path. No patient involvement.